Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 2000mcg/ml at 750mcg/day, bupivacaine 15mg/ml at 5.625mg/day, baclofen 128.7 mcg/ml at 48.26mcg/day and dilaudid 20mg/ml at 7.5mg/day via an implantable pump. The indication for use was spinal pain. A volume discrepancy was reported. The arv (actual reservoir volume) was 12 and the erv (expected reservoir volume) was 5. Per the reporter this was the 2nd time they have noted a discrepancy where they got back more than expected; the volumes were off by similar amount the first time. The reporter not know the exact dates of the refills but stated the pump was refilled about every 2 months. Catheter diagnostics were scheduled for (B)(6) 2017. The patient experienced increased pain and the therapy was not working as well as it used to. It was also noted that the patient stated that when using their ptm the bolus doses were not as effective as they used to be. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that catheter diagnostics were performed on (B)(6) 2017 and no problems were detected with the catheter. They weregoing to continue to log each refill to see if it fell outside of the acceptable range. The cause for the volume discrepancies was not determined. The patient¿s weight at the time of the event was estimated to be (B)(6) pounds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partner on 30-may-2017 indicated it was learned the patient was a (B)(6) white female that started use of baclofen on an unspecified date in (B)(6) 2015. Additional history included the diagnosis of crps (complex regional pain syndrome; 2001). Concomitant medications included: vitamin d, synthroid (levothyroxine), topamax (topiramate), zanaflex (tizanidine), fioricet (acetaminophen, butalbital, caffeine, and codeine), klonopin (clonazepam), opana (oxymorphone), mirtazapine, and xanax (alprazolam), all at unknown doses and frequencies. Interventions included it (intrathecal therapy) interrogation and intrathecal pump refill. The it therapy multimodial last medication added was baclofen and it was not discontinued in response to the adverse events. Outcome for the patient's increased pain was noted as "variable" and the intrathecal residual increase was possibly due to a decrease in the daily dose. No additional information was provided.